Manufacturer narrative:
Correction: in the initial report, ¿returned to manufacturer¿ in d9 was checked, but actually the device was not returned to olympus medical systems corp. (Omsc). Narrative: this supplemental report is being submitted to provide additional information. Based on the evaluation by olympus korea (okr), omsc determied that the endoscopic image failure was attributed to failure of the charge coupled diode (ccd) due to the lens on the ccd been separated. Practical damage of the heater unit would also suggest some damage could have been applied to the device. The exact cause of the failure of the ccd could not be conclusively determined. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity.

Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for the evaluation. According to the evaluation, the following was found. The up direction of angulation was out of standards due to the worn angle wire. The endoscopic image was not displayed due to the broken ccd unit. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The user found that the endoscopic image was not displayed. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.